Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the device was used for the femoral subtrochanteric fracture on (B)(6) 2016. The tfna long nail along with the cable was used during the primary surgery. Post-operatively the long nail was broken at the screw hole where the femoral neck screw was implanted. When looking at the x-ray, the surgeon noted that there was a drill mark visible which indicated, drilling might have been performed during the primary surgery. This coincided with where the nail broke. In the surgeon¿s opinion, the locking screw may not have actually been inserted in the nail. It was noted the nail broke twice. First the nail broke distally and then the cable was detached from the broken part of the humerus, and the nail broken proximally. A surgery for removing the broken nail and inserting a non-synthes nail along with the cable has been planned, but it is unknown if it has occurred. This report captures the second breakage of the nail. The initial breakage is captured under linked complaint (B)(4). Concomitant parts: cable (part unknown, lot unknown, quantity unknown); locking screw (part unknown, lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).